Manufacturer narrative:
Medwatch sent to FDA on 9/26/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿multiple recurring abscesses in the left malar region¿, ¿pseudomonas infection¿, and ¿mycobacterial infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvederm voluma xc, in the malar region, and three weeks later the patient experienced "multiple recurring abscesses in the left malar region." The patient saw dermatologist who performed multiple "I and d" (incision and drainage), and had multiple cultures performed. One of the cultures came back with pseudomonas infection, and the patient may have a mycobacterial infection. A new treating physician was brought in, and could not provide when the "I and d" and cultures were performed. The patient also saw infectious disease physician who prescribed cipro and clarithromycin, and the patient is still taking the medications. Treating physician stated that the patient "has a deformity as a result of the infection." The symptoms have not resolved. The patient takes no concomitant medications, and has had prior fillers.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvederm voluma xc, in the malar region, and three weeks later the patient experienced "multiple recurring abscesses in the left malar region." The patient saw dermatologist who performed multiple " I and d" (incision and drainage), and had multiple cultures performed. One of the cultures came back with pseudomonas infection, and the patient may have a mycobacterial infection. A new treating physician was brought in, and could not provide when the "I and d" and cultures were performed. The patient also saw infectious disease physician who prescribed cipro and clarithromycin, and the patient is still taking the medications. Treating physician stated that the patient "has a deformity as a result of the infection." The symptoms have not resolved. The patient takes no concomitant medications, and has had prior fillers.